Event description:
It was reported that the customer received a motion sensor test failure alarm during the rewind sequence of his/her insulin pump. The customer also reported receiving a motor error alarm from his/her insulin pump. The customer's blood glucose levels at the time of the event are unknown. The product was returned. Nothing further was reported.

Manufacturer narrative:
The unit alarmed a motion sensor test failure during rewind due to motor encoder signal out of phase. No motor error alarm was noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker.